Event description:
The pt sample was run on the 1:200 dilution protocol and received results of 8704/11912/12788 miu/ml. Sample sent to another lab and run on the axsym and got results of 27233 miu/ml. Customer had reported the previous results. The physician was monitoring pt for signs of threatened abortion since pt had intermittent bleeding. The incorrect result of 12350 miu/ml confirmed physician's suspicion about pt's miscarrying the embryo and a dilatation and curettage was performed. Account did not have any info regarding pt info, including previous beta-human chorionic gonadotropin results or current condition. There is no info stating whether fetus was viable at the time the dilatation and curettage was performed.